Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Charge and boot testing were performed and failed due to receiver not turning on even with a good battery. An internal visual inspection was performed and passed. The log was not downloaded and reviewed due to receiver not turning on even with a good battery. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.